Manufacturer narrative:
Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including hyperlipidemia and diabetes mellitus. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through medical records that a patient with a 29mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of three (3) years, one (1) month due to severe stenosis. Patient presented with worsening dyspnea. The procedure was performed with a 29mm 9600tfx transcatheter valve. Patient stable post procedure was discharged on pod#4. Per medical records, patient presented with worsening dyspnea and became bradycardic and later pulseless, requiring brief chest compressions. Echo revealed enlarged ivc with elevated mitral gradients and severe stenosis. Patient underwent uneventful tavr procedure with no complications. The patient discharged on pod#4. This is a 59-year-old female patient.